Event description:
It was reported that solution was detected inside of the housing of a large volume folfusor, indicating leakage had occurred. This was noticed during patient infusion of fluorouracil and sodium chloride, approximately halfway into the expected infusion duration. A new folfusor device was then filled for the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and could not identify a leak. The reported condition could not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.